Event description:
The customer reported that the smoke evacuation extension came off and fell into the pt's cavity. The extension was retrieved. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the customer and is not available for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.